Event description:
It was reported to boston scientific corporation that an ultraflex partially covered tracheobronchial stent was to be used during a procedure on an unknown date. According to the complainant, the physician brought the patient in to perform an unknown procedure. At some point during this procedure, the physician had planned to implant the ultraflex stent. After the procedure had commenced, the patient became unstable, and the physician aborted the procedure. The patient became unstable prior to the stent being inserted into the patient; the stent was in no way related to this adverse event. Since the physician had already prepped the ultraflex stent for use, he decided to deploy the stent outside of the patient, after the procedure had already been aborted. Once the physician had deployed the stent, he noticed that the stent failed to expand properly. There was no damage to the stent apart from this expansion issue.

Manufacturer narrative:
(B)(6): only the stent was returned for analysis. There was no expansion issue noted with the device. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.